Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Two complaints were opened to document two different cases: (B)(4) represents case 1. (B)(4) represents case 2. Please provide the following information for each case: ¿ did this issue contribute to any patient adverse event? Please clarify, ¿ did the suture break? If so, ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ did the suture pulled of from the needle? If so, ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ are the products available to be returned for evaluation? If yes, please document the shipment tracking number in notes or rmao sections. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, issue with the needles on the current loop pds. Twice she has found that the needle has broken very easily. No adverse patient consequences were reported. Additional information was requested.